Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and is not available for physical evaluation. The report of a broken suture between the truespan implants cannot be confirmed, and a root cause for the reported device failure cannot be conclusively determined. However, a possible root cause for the broken suture may be the needle coming in contact with the suture. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Device not returned to manufacturer.

Event description:
The sales rep reported via phone that the suture on the customer's true span 12 degree peek was broken during a meniscus repair. The case was completed with a competitor device. There were no patient consequences but a 10-minute delay was reported. The device was discarded by the customer. Additional information received 8-4-2017: the suture broke between the two implants. One implant was implanted and other was not. They used another truespan to complete the repair.